Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 36 and 48 hours, the site was red, irritated, itchy with burning sensation. The patient contacted the health care practitioner (hcp) who prescribed a cream (elocom) to treat the affected area.